Manufacturer narrative:
.

Event description:
The physician noted gel segregation and air bubbles in the product during treatment with zyderm 2. The physician stopped injecting immediately. Some of the product had already been injected into the pt, and an incision was made to remove the product.